Event description:
It was reported to baxter's technical service center that a home patient (hp) had received a high drain 101/call pdrn alarm on a homechoice (hc) device during drain 1, patient connected. High drain xxx/call pd nurse alarm indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria. The hp went to the clinic yesterday and the registered nurse (rn) put in a bag of solution with antibiotic. The hp went home and did therapy normally and at the end got the high drain 101 call pdrn alarm. The hp did not report any symptoms. The baxter technical service representative (tsr) reviewed the programming and explained to the hp that the machine did not drain the manual bag during the initial drain but it all came out during drain 1. The tsr explained if machine was unable to detect any flow during initial drain for whatever reason, the logic told the hc it was ok to move on since the ida was set at 0ml. The hp understood and will call the nurse to explain. The homechoice meets device specifications and is safe to leave in the customer?s home. No patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The homechoice device was operational and was not returned for evaluation. The reported increased intra-peritoneal volume (iipv) issue was not confirmed. The cause was undetermined. Review of the service history revealed no failures/problems that were the same as, or similar to, the current difficulty and there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. Review of the device service history revealed no issues that could have caused or contributed to the reported difficulty of iipv-adult. If additional relevant information is received, a follow-up will be submitted.